Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal (vessel locator wings were not collapsed by using the safety release button). The customer reported the device was discarded. Without the device evaluation, a cause for the difficult to remove could not be determined. Reportedly, the device safety release system was not used to help remove the device. Per the instructions for use, if resistance is met upon removal of the device, collapse the vessel locator wings using the access ports and the safety release button. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product.

Event description:
It was reported that the physician, trained in the use of the starclose se, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove. Although a nick and spread was performed to help release the device, the device safety release system was not used to close the vessel locator wings. The device was pulled from the anatomy. The clip did not achieve hemostasis and manual compression was applied. There was no adverse patient sequela reported. The access site was described as having a lot of adipose tissue. Though requested, no additional information was provided.